Manufacturer narrative:
The investigation for the reported optical bench issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show that during case start placement signal was not reliable, resulting in event 1036, case start wizard error message, and eventually alarm #1036. Log data showed very low snr values. Console was tested at aachen fs, as per instructions provided by the complaint investigator. Inspection of the pump plug connector revealed dextrose residue and contamination of the optical fiber connector, which were deemed as most likely contributors to the reported malfunction. After blue receptacle replacement, ¿5s¿ parameters were initially passing, but during repeated testing, the contrast parameter was too low and optical bench had to be replaced. Per the results of the clinical review and investigation, the root cause was determined to be contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that the automated impella controller (aic) console displayed the error message "failure optical sensor". This aic was replaced with another aic resulting in no issues with the replacement aic. There was no report of patient harm or injury.